Manufacturer narrative:
H10: the actual device was not available. However, a photograph of the sample was provided for evaluation. There was no evidence shown on the photo of the reported condition of leak. The photo does indicate, some level of damage to the mainbody of the set around the mainbody notch for the twist sleeve detent closure. The reported condition of leak was not verified. However, some damage to the mainbody of the twist clamp was noted. Due to the nature of the sample (photograph), no functional testing could be performed. The cause of the condition could not be determined. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the clamp (twist clamp) on four (4) minicap extended life pd transfer sets ¿does not close completely¿ and therefore, leaks a little. This was noticed during use on patients during peritoneal dialysis (pd) therapy. There was no patient injury or medal intervention associated with this event. No additional information is available.